Manufacturer narrative:
(B)(4). Investigation summary: customer returned (1) loose bd safetyglide insulin syringe without any packaging. Customer states that the insulin syringe has no markings on the barrel. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 0104276. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200892915] noted that did not pertain to this complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause for this defect cannot be determined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.5ml 31g tw 6mm bls 400 sg was missing scale markings. The following information was provided by the initial reporter: material no.: 328447, batch no.: 0104276. It was reported that the insulin syringe has no markings on the barrel. Per email: we just received a call from this facility that they have an insulin syringe that was received and it has no markings on the barrel at all. Customer is holding product aside for return if necessary.